Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported of a blank display from the insulin pump. The customer's blood glucose reading was 18.8 mmol/l. The customer treated with insulin pens. The customer stated that her pump switched off while she was in kenya. The customer also reported that the sensor was not reading. The customer removed the battery and inserted a new one and the screen was still blank. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.